Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified the current pump was implanted on (B)(6) 2018 and that the catheter remained implanted. It was reported that catheter aspiration was managed in the operating room before the current pump was attached. It was stated "query bladder stones" in relation to the cause of the withdrawal reported (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot#: unknown, implanted: (B)(6) 2004, product type: catheter. Product ID: 8731 lot#: unknown, implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000.0mcg/ml; 778.7mcg/day) in an implantable pump for an unknown indication for use. The patient had a pump placed and had to have the pump replaced a second time the next day) due to severe withdrawal. Please refer for mfg. Report# 3004209178-2018-14673 regarding the issues experienced with first replacement only implanted for 1 day. The manufacturer representative received a call on (B)(6) 2018 indicating that something had been going on with the patient for a couple weeks and the patient was going through withdrawal again. The patient was airlifted from their home to the hospital. The cause of withdrawal was not identified. The hcp wanted to performed a catheter dye study, but could not adequately aspirate the catheter. As of (B)(6) 2018, the patient was in stable condition and on oral baclofen. Physicians were reportedly consulting (B)(6) 2018 to plan next steps. The physicians' would like to rule out other causes before going to the operating room to revise/replace the catheter. Per the hcp, the catheter was approximately 14 years old. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b0274087k, implanted: (B)(6) 2005, product type catheter; product ID 8731, lot# b0274087k, implanted: (B)(6) 2005, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. It was reported that further actions/interventions taken to resolve the issue included pump replacement. The cause of the withdrawal symptoms was unknown but the symptoms subsided once the pump was replaced.